Event description:
It was reported that during the implant procedure, the physician could not find a good placement in the apex, mid-septum or high septum. Each time the r-waves were marginal. The lead was not implanted. A different lead was used successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evalution summary (B) (4): the lead was not returned, so no evaluation was possible.